Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database for the stem found no prior reports for the part and lot number combination. The lot number for the cement is unk. Although the complaint is non-verifiable, provided info states the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised, due to loosening of the femoral stem at the cement/bone interface.